Manufacturer narrative:
The device was returned to zoll medical italy for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The multifunction cable and electrode paddle shoes were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to charge, displayed an unspecified "pacer fault" and an unknown error when connecting the electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.